Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (55 mg/dl). Reportedly, the customer was not eating as much food and a temporary basal rate was set due to the customer's tonsils being removed, and the contact believes this to be the cause for the reported low bg levels. Customer drank fluids to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.